Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a defective converter, and the emergency lamp was burnt out. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during a laparoscopic cholecystectomy, the emergency light flashes, the xenon light cannot be lit, and the timer cannot be reset on the evis exera ii xenon light source. The procedure was completed using a similar device and delay was reported. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a defective converter and the emergency lamp being burnt out. Olympus will continue to monitor field performance for this device.